Manufacturer narrative:
This event occurred in (B)(6). The field service engineer found the mixer was bent, which caused foam in the reagent. He changed the mixer, completed instrument performance testing and processed samples. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta results on a cobas e 411 immunoassay analyzer. The initial result was 100000 miu/ml. The initial result was reported outside of the laboratory. The patient's doctor questioned the result and requested the sample test be repeated. The repeated results were 0.100 miu/ml, 3849 miu/ml, 3962 miu/ml, and 0.100 miu/ml. The reagent, used during testing, was lot: 43091200 (expiration date was requested but not provided).